Event description:
Valgus malalignment (greater than 8 degrees) was identified in thirteen knees.

Manufacturer narrative:
Information was received via published literature. Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007/s00402-008-0670-2. It was reported in a journal article that thirteen knees were identified to have valgus malalignment greater than 8 degrees. The journal article indicates that all patients were implanted with a miller-galante ii unicondylar prosthesis. The part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment of patients. No device or photos were received; therefore the condition of the components is unknown. Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.